Event description:
Reporter alleges pt was implanted in (redacted by FDA) and by the mid (redacted by FDA) they were almost as hard as rocks. Chest pains caused emergency room visits from about (redacted by FDA) to (redacted by FDA) and hospitalized in (redacted by FDA). Pt has been diagnosed with scleroderma, sjogren's, tmj, arthritis, osteoporosis, heart murmur, raynaud's, pneumonia, livedo reticularis, carpal tunnel, lung problems at out-patient dept. Once implants were removed, pt's chest pains have stopped. The breast implants were ruptured when removed, but not certain if they were ruptured before removal.